Manufacturer narrative:
(B)(4). This is one of two reports being submitted for this case. This report is regarding the second s3 valve implanted. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the too ventricular position of the s3 valve with subsequent moderate-severe pvl cannot be confirmed. However, it appears that it was likely related to procedural factors (movement of the delivery system by the operator). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure via transapical approach, three 23mm sapien s3 valves were implanted in the aortic annulus (valve-in-valve-in-valve), because the first 2 valves landed too low and had moderate-severe aortic paravalvular leak (pvl). The first s3 valve was prepped with 17cc of contrast solution and positioned 50:50 pre-deployment. However, it landed 10:90 aortic/ventricular (a/v) with moderate-severe pvl. A decision was made to prep a second 23mm s3 valve with an additional extra cc (18cc total). The second s3 valve landed exactly inside the first valve (10:90 a/v) and the pvl did not decrease. The team deliberated and decided to put a third 23mm s3 valve in a higher position with 19cc of volume added to the delivery system. The third valve was positioned 60:40 a/v, landing closer to 70:30 a/v and the pvl was significantly reduced. The patient remained in stable condition throughout the procedure. The annulus area measured 396mm^2 with no calcification. The sinotubular junction (stj) diameter was slightly tight (28.2 x 31.3) with minor calcification.